Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain cycle 2 of 4. The patient stated that the patient line of the hc cassette came 'undone'. Gts explained the error and helped the patient clear the alarm. The patient would finish with manual supplies. The hc was operational. No injury or medical intervention was reported.

Manufacturer narrative:
Sample discarded.